Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance. In addition, there was an rv lead warning noted on (B)(6) 2014 with measurements of 3,980 ohms the rv lead was capped and replaced. No patient complications have been reported as a result of this event.